Event description:
On (B)(6) 2026, the patient underwent an endovascular procedure to treat a thoracoabdominal aortic aneurysm utilizing a gore® excluder® thoracoabdominal branch endoprosthesis (tambe). It was reported as soon as the tambe device was introduced, blood started leaking out of catheter, where the white handle meets the catheter. The cause of the blood leakage is unknown, and it was reported that nothing appeared to be broken or loose. No sheath issues were observed. It was also reported blood was leaking out of the deployment handle for the duration of the tambe portion of the procedure. The leakage started slow and increased throughout the case. The patient lost about 1 liter of blood. It was reported the procedure was not hurried by the physician, nor was it prolonged due to the bleeding. The fsa reported it is unknown if there was a blood transfusion as he was not present but believes very likely due to the amount of blood loss. There were no other tambe or procedure related issues reported. The patient tolerated the procedure.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code d15 - there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. B this report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The device evaluation performed by engineering showed the following: ¿ blood leakage out of the spine was confirmed. ¿ there was no indication of a manufacturing defect. Based on the findings from the evaluation the failure mode of blood leakage from the handle was confirmed. However, with the available information, the root cause of the reported event could not be determined. There is no evidence to suggest a manufacturing-related deficiency. Therefore, no CAPA request is required. Updated section g3/g4